Manufacturer narrative:
B3: date is unknown, so estimated date was entered.

Event description:
It was reported that this patient with a tactra device complained that the implant never seemed to go up it just rolled. A surgical procedure was performed during which the device was explanted and replaced with a bigger implant, and that was the reason for the rolling effect. There were no patient complications reported.